Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product-procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a left side rupture. The device has been explanted.

Manufacturer narrative:
G.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/18/2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness within specification. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, e3, h3, h6.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product. A different healthcare professional reported a left side rupture. The device has been explanted.